Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl. The customer also reported that the infusion set cannula was bent at the location of the stomach. The customer also stated that they had issues with scarred tissue. The customer also stated that their blood glucose was in 400 or 300 mg/dl but they cannot confirmed and declined high blood glucose level troubleshooting. The insulin pump will not be returned for analysis.